Event description:
It was reported that the patient is experiencing an infection at the site of the ipg. The patient has been given oral antibiotics and went to the hospital for treatment. Additionally, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Section b3: event date is estimated.

Manufacturer narrative:
A patient experienced an infection at the site of the ipg was reported to abbott. The patient has been given oral antibiotics and went to the hospital for treatment. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.